Manufacturer narrative:
The returned device was patent. The device did not meet the requirements for leak testing as the large bore stopcock was disconnected from the drip chamber. It is unknown how or when this damage occurred. There was adhesive noted on the large bore stopcock where the drip chamber connects. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a leak was observed at the three-way stopcock of the duet edms. According to the report, the duet edms was replaced with another one and there was no injury to the patient.

Manufacturer narrative:
The returned device was patent. The device did not meet the requirements for leak testing as the large bore stopcock was disconnected from the drip chamber. It is unknown how or when this damage occurred. There was adhesive noted on the large bore stopcock where the drip chamber connects. A review of the manufacturing records showed no anomalies. Additional patient/device information: patient information was updated. The lot number was provided and has been updated. It was later reported that the notified date was (B)(6) 2015. It was also reported that the date the drain was first connected to the patient was (B)(6) 2015. (B)(4).